Manufacturer narrative:
This is an initial report and the product has not yet been received for evaluation. Should the device be returned, the device evaluation data will be included in a follow-up report.

Event description:
The customer reported that during a patient procedure, using a glidescope avl monitor, there was an intermittent picture on the screen. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.

Manufacturer narrative:
This product was received and tested by technical services who confirmed the intermittent image failure. The fault was determined to be an electrical connection failure isolated to the shorted camera signal wire harness on the monitor. The faulty back shell assembly was upgraded and as a result, the monitor and the baton passed the video image test. The system was certified and the device was returned to the customer.